Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted for essure removal date (B)(6) 2012 she declined further medical management and requested definite treatment in terms of hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion of both fallopian tubes with essure devices in place. X-ray - on (B)(6) 2014: xr l-spine 4 + views. Impression: minimal narrowing at l5-s1. Straightening of the lumbar spine, could be positional versus muscular spasm. No acute fracture dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: pfs received: previously reported event- medical device removal was replaced with specific event abnormal uterine bleeding, reporter was added, essure removal date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.